Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s (pt) wife contacted fresenius technical support to report the liberty select cycler screen was blank during treatment (tx) complete - unknown step. Pressed ok, stop, and touched the screen but screen remained blank. There was sound when ok/stop buttons were pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius medical technical representative replaced cycler due to blank screen. Advised pt to retain iqdrive. Advised to contact pdrn to inform of replacement. Advised cycler will arrive with default settings, time, and date. Advised to return power cord with cycler. At least one full tx has been completed with this cycler. Advised to discontinue use of this cycler. Pt does know how to perform capd. Pt has 10+ boxes of capd/manual supplies. The patient will perform capd/manuals. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.